Event description:
It is reported that the device was implanted in 2007. The patient has paralysis on one side of the body, and the nail was used for the fracture of the paralyzed side. Approximately 4 weeks post-op, x-rays revealed that the nail cap came off the nail. The following month, the surgeon revised the pt to replace the nail cap.

Manufacturer narrative:
This report will be amended when our investigation is completed.